Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. Analysis found an electrical failure, defective pcba. The system control board was returned to the manufacturer for analysis. Analysis found an electrical failure, defective pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system control board and power s witching board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power switching board and the system control board were returned to the manufacturer and were under analysis on the date of filing, therefore no results were available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant monitor was black, there was no light on. There was no patient present.